Event description:
It was reported that when patient presented in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Patient did not receive therapy during the oversensing. Programming changes were recommended. No further information available.